Event description:
During treatment, a plan from the spot system was transferred with extra (unplanned) needles/seeds to seedselectron pc sw. There was no plan previously loaded into seedselectron pc sw prior to transferring the plan from the spot system. The customer resolved the issue by re-optimizing the plan in spot, and re-sending it to the seedselectron. The off-line procedures for identifying issues captured this error prior to any patient interaction.